Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: there were no unexplained power interruptions observed in the black box. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring.

Manufacturer narrative:
The pump has been returned to animas but not yet investigated. When the pump is investigated a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.